Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening, for the non-penetrating nick in the shell (shell thickness within spec) and missing piece of shell assessed as inconclusive. Crease/folding of implant: no observed crease on the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.